Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device exhibited loss of capture, which was detected via telemetry. Boston scientific technical services (ts) was contacted for assistance and reviewed remote monitoring data. Based on remote monitoring data, ts noted atrial fibrillation with irregular conduction and occasional pacing which appeared to have tissue capture. This ra lead remains in service. No adverse patient effects were reported.